Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: >7.5, >7.5. Lab: 4.6. Pt repeat testing was performed within 5 minutes and fingerstick was done using two different fingers. Lab test was drawn 2 hr 40 min after fingerstick test. Pt's target inr 2.0-3.0. Pt had a 2.8 two weeks ago. Pt is taking coumadin for dvt.

Manufacturer narrative:
Investigation pending.